Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer and biometric identifier malfunction. A field service engineer (fse) addressed the biometric identifier (bioid) maintenance issue that prevented customer login by opening the top cover and reseating the universal serial bus (usb) connector. The bioid was verified to initialize correctly, followed by execution of a system recovery. Drawer reprogramming and reinitialization were then performed. To complete the repair, the fse tested the system using the hardware test application and the dispensing application, confirming normal operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The entire drawer failed to open and displayed a "requires maintenance" error. The user attempted to recover the drawer and reboot the station; however, the recovery attempts were unsuccessful, and the issue persisted. There were no delay or adverse events or injuries reported based on this event.